Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, inconsistent noise on the ventricular channel was seen when the patient was sitting still. It appeared to be due to oversensing during ventricular ectopy. The noise was not reproducible with isometrics. The patient is asymptomatic and monitoring will continue.